Manufacturer narrative:
Device (B)(4) relates to component (B)(4). Device evaluated by manufacturer - one brk needle was rec'd for evaluation with a detached wave spring handle/valve assembly. The wave spring was reattached to the handle/valve assembly, placed back onto the handle and was able to secure the handle to the needle. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiated to address wave spring detachments.

Event description:
It was reported while performing transeptal puncture during a mapping procedure, the valve assembly detached from the device. Another needle was used to complete the procedure with no consequences to the pt.